Event description:
During a fistulagram. Although aware the rep is 15 atm, the device was pressurized up to 20 atm. The balloon burst and shredded. A piece of the catheter came off, and was on the wire guide when it was removed from the pt.

Manufacturer narrative:
Evaluation: a visual examination found the device exhibited characteristics of a longitudinal rupture with a circumferential tear. Approx 2cm of the balloon material was still attached to the proximal bond site, leaving approx 2cm of balloon material unaccounted for. The tip material was returned separated from the balloon assembly, exhibiting material elongation throughout the entire length. Only one of the two gold marker bands was noted present. It is feasible to say the balloon rupture occurred within the fistula, when the device was inflated up to 20 atm. The rated burst pressure for this device is located on the product label as well as on the strain relief. This product is inspected by our quality control department 100% prior to shipping ensuring the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied, visually verifying the shaft material is free of bends, kinks, and other surface imperfections. We will, however, continue to monitor for similar situations.